Event description:
Pt reported that the strip vial label was missing. Pt noted that he did not know how the label came off of the vial. Pt's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.